Event description:
It was reported that the patient experienced septicemia and peritonitis, coincident with peritoneal dialysis (pd) therapy and subsequently died from cardiac arrest. The patient did not have cloudy effluent in the past month. The patient began treatment with unspecified antibiotics (dose, route and frequency not reported) for the peritonitis. The treatment for the septicemia was not reported. The patient was reported to be recovering from the peritonitis event prior to the cardiac arrest, but was not completely recovered. The patient was hospitalized for an unreported indication and while hospitalized, they experienced a fatal cardiac arrest. It was not reported if an autopsy was performed. It was not reported if the pd therapy was ongoing until the time of death. The cause of death was reported to be cardiac arrest. Additional information was requested, but was not available at this time.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Date of patient death was known to be sometime in 2013. The date of the onset of peritonitis was unknown, but was sometime in 2013. Should additional relevant information become available, a follow up medwatch will be submitted.